Manufacturer narrative:
(B)(4). Results: the reported fault was confirmed. The "check baby" led on the manual mode did not light up and no audible alarm was emitted. When the present option ein#6 was accessed, the timer display showed "0100" indicating that the manual mode timeout was disabled. The timer display should have been "0101" in order for the "check baby" alarm to function. When manual mode timeout was enabled using the iw900 computer viewer program, the "check baby" led in both manual and baby modes lit up after 15 minutes of operation and an audible alarm sounded. Conclusion: the "check baby" alarm is used to warn the medical staff regarding the output power generated by the infant warmer. In baby mode, this alarm means the output power has been at 100% for at least 15 minutes indicating that the baby is slow rising to the set temperature and the baby should be checked. In manual mode, it means the output power has been above 25% for at least 15 minutes indicating that the baby should be checked. A disabled 15 minute "check baby" alarm without a skin sensor in manual mode will continually deliver power at a level set by the user. However, no visual or audible alarm will be activated. Although the 15 minute "check baby alarm timeout is disabled, a visual and audible high skin temperature alarm will be registered if it exceeds the preset temperature.

Event description:
A biomedical service company in (B)(6) reported to a fisher & paykel healthcare ('fph') service manager that the "check baby" alarm on the iw930aea cosycot infant warmer was not functioning after 15 minutes of operation. The infant warmer ran for about an hour at 100% power level with no alarm. The problem was identified while the biomedical technician was conducting a service on the infant warmer. It was also reported that when technician checked the ein#6 preset options, the infant warmer showed a timer display of 0100, indicating that the 15 minute "check baby" alarm was disabled. No patient consequence was reported.